Event description:
It was reported the output connector is broken. It was also reported the case was cracked at the port where cable connects. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report of the output connector being broken. Analysis confirmed the report of the case being cracked. The lower case was found broken and contaminated. Side bail covers and battery drawer are broken. Ring cover, battery release, heart lead flex, and battery flex are contaminated. Battery contacts are compressed. One side bail is missing. Keyboard is scratched. Main printed circuit board is corroded.